Event description:
Provider states the concentration level is fluctuating from 70 to 80 percent, provider states he has changed the capacitor per the recall. Provider was conferenced with (B)(6)in tech and it may be the sieve beds, unit has over 18,000 hours and non warranty. Provider states he has limited experience on repairing the units, units are rentals, no property damage or injury alleged. No further information provided.